Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: promus element mr ous 3.50 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found severe stent damage. The central and proximal struts were stretched and pulled distally. Some struts were pulled over the distal tip of the device. The crimped stent od (outer diameter) of the undamaged proximal struts was measured and the result is within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple hypotubue kinks. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis.. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 06-mar-2017. It was reported that shaft kink occurred. The target lesion was located in the coronary artery. A 3.50x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, it was noticed that the shaft was kinked. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However the investigation revealed stent damage.